Manufacturer narrative:
One used plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was received for evaluation. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported compliant.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which the customer reported a primary line leak at the beginning of infusion of diflucan. No obvious defects noted on the tubing like cracks or breaks, hole, cut, tears or any other defects noted. There was no spillage and no drug exposure to patient or staff. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1 additional contact information: (B)(6).(B)(6). Product manager email - (B)(6). Mobile: (B)(6). Tel :(B)(6).